Event description:
The patient was undergoing a skin graft to the right ankle from the left thigh. The padgett blades that were being used with the zimmer dermatome were not compatible with the dermatome, which resulted in a deep cut to the patient's left thigh. The blade was switched out with another padgett blade and it too was incompatible. This resulted in another deep tissue injury to the patient. Both lacerations were sutured.